Event description:
It was reported that bd nexiva 24ga 0.75in y w/ cap. Leakage. We have received a complaint from our department regarding this product, specifically lot number 5085401. During use, it was observed that the product leaks.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of package defective/ damaged was confirmed upon inspection of the photos. Based on the photo evaluation, it was observed that the bottom web pocket exhibited a curved formation. This issue likely occurred at the forming station during the pre-heating process. A probable cause is insufficient contact between the top and bottom web pre-heated plates during application. This lack of contact may be due to a jam on the pre-heated cylinder, which in turn could be caused by lubricant oxidation over time. Action was taken to revise the maintenance plan on 11 april 2025 to include inspection of the ¿pre-heat plate cylinder¿ and replacement if damage is found. The affected lot was built prior to this revision. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.